Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a procedure performed on (B)(6), 2013. According to the complainant, the handle of the snare broke while being used. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.